Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter . (B)(4). Analysis of the pump found no significant anomaly; eri (elective replacement indicator) occurred due to time progression. Analysis of the catheter found coring in cup of the sutureless connector which met the leak criteria as well as a user related hole in the catheter body.

Event description:
It was reported that, when the surgeon opened up the pump pocket for a routine replacement surgery due to normal eri (elective replacement indicator), he noted that a section of the catheter was lying right over top of the refill port. He examined the section of catheter and noted beading along the damaged catheter path which he determined to be an indication of multiple punctures of the catheter during refill procedures. The patient had not reported symptoms of underdose but had reportedly stated that the managing health care provider (hcp) had pulled fluid from the pump pocket at one point in (B)(6) 2013. Upon testing the fluid, it did contain baclofen. The patient did have a dye study then on (B)(6) 2013 that appeared to be normal and no further action was taken at that time. During the replacement procedure, the surgeon removed the damaged section of catheter and sutureless connector and then replaced it with new sutureless connector. The issue was then considered to be resolved as of the date of this report. The patient's status at the time of this report was listed as "alive no injury". Post-operation, the patient's dose was decreased to 720.4 mcg per day which was closer to the dose the patient was on in 2011 it was noted. The device system was used to deliver lioresal.